Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller not the pump was returned to the manufacturer for evaluation; the pump remained implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the controller ((B)(4)) in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. A high priority alarm (no power) was produced during supplemental testing; the reported event as described in the event details could not be verified at the bench level. Controller log file analysis revealed and confirmed "controller power- up / motor start' event on the event date. The most likely root cause of the reported "no sound' event cannot be conclusively determined; a possible root cause may be attributed to a depleted nickel-metal hydride battery (nimh) battery. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.

Event description:
It was reported by the hospital staff that a patient who has a vad implanted was in the hospital awaiting transplant due to suffering from severe right heart failure. Just after midnight, the nurse noted the patient was unconscious. The nurse found both power sources disconnected and noted that there was no audible alarm. The power sources were quickly reconnected and patient promptly regained consciousness. The nurse confirmed that there were no issues such as, grime on the controller pins, broken pins or poor connections on the battery end. The log files for the controller were sent to the manufacturer. The staff reported "there was a vad stop in order to change out controller, at the time of the double disconnect for the exchange, the alarms went off; however, the night nurses were adamant that there was no audible alarms last night". The pump remains implanted. The patient is reported as "doing fine" now. There is no further information available at this time.